Event description:
Full thickness skin burn of right preaxillary skin from heated lighted retractor. It was discovered that a fiber optic light cable of 5.0 mm was being used which is against the manufacturer's warning.======================manufacturer response for breast retractor, (brand not provided) (per site reporter).======================they were aware and pointed out their insert warning to have the correct fiber optic cable no larger than 3.5mm for use.